Event description:
User facility medwatch report (B)(4) was rec'd on (B)(6), 2014. The report mentions that the pt had right inguinal hernia repair and has had ongoing abdominal pain. A new surgeon has reported that the mesh has turned hard and cannot be removed.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation into this event.